Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed a set of sheared teeth on the first row of the firing rack. Pmv performed functional testing which included the instrument was successfully loaded with sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the stapler did not fire. To complete the procedure, a new stapler and reload was used. No patient injury.